Manufacturer narrative:
The drill adaptor was not returned for investigation. The most probable root cause is that because of the friction between the drill bit and the drill adaptor during drilling, the metal heated up and swollen which cause the mechanical jam. However, this cannot be confirmed. There is an on-going CAPA for this topic. D4 unique identifier (UDI) #: (B)(4).

Event description:
The event occurred on (B)(6) 2020, and company representative was notified on that date, by the surgeon. The adtech 2.4 drill bit began to 'seize' get stuck in the 2.45 drill guide. Mineral oil had to be used so the drill bit would not get stuck in the drill guide. There was no delay in the case.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The event occurred on (B)(6) 2020, and company representative was notified on that date, by the surgeon. The adtech 2.4 drill bit began to 'seize' get stuck in the 2.45 drill guide. Mineral oil had to be used so the drill bit would not get stuck in the drill guide. There was no delay in the case.